Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, after firing, the jaw would not open. The surgeon disassembled the stapler. Additional tissue was resected to complete the procedure. The hosp has reported the pt's condition is satisfactory.